Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched caused by a loose upper link screw. The failed link screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched when door is closed. It was also reported that there was no pt injury.